Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; proximal segment of the lead was returned and analyzed.

Event description:
It was reported that a lead's packaging seal could be compromised. The lead was implanted successfully. It was later reported the lead had high thresholds and muscle stimulation occurred in patient. Lead was partially removed and replaced. No further patient complications were reported as a result of this event.